Event description:
It was reported that asymptomatic patient presented to clinic with low, out of range pacing lead impedance. The patient is non-pacer dependent. While in clinic, the patient received inappropriate therapy due to noise. High capture threshold and insulation anomaly were also reported. The lead was capped and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.